Manufacturer narrative:
Evaluation summary: the device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the lens was reported to have a malfunction. The lens was replaced in a secondary procedure for a different diopter iol. Additional information has been requested.

Manufacturer narrative:
It was identified the value was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported complaint was not observed. The optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Additional observations were as follows; iol returned in two(2) segments in the iol case. A significant amount of solution is dried on both surfaces of the optic and haptics. The optic is torn/split-cut dividing the iol in two(2) and scratched/marked-rejectable. Optical power & resolution could not be verified due to the extensive optic damage. We are unable to confirm the reported complaint. The lens was cut in half through the center of the optic. Due to this damage, a functional test (lens bench) to check the power and resolution of the lens could not be conducted. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).